Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteroscopy performed on (B)(6) 2016. According to the complainant, during procedure, they noted that the coating of the device had peeled off. The detached piece was successfully retrieved fro the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.